Manufacturer narrative:
Concomitant medical products-cup catalog#:unk lot#:unk, stem catalog#:unk lot#:unk, liner catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 -2016 -04741.

Event description:
Surgery detail information received indicates this patient underwent a revision surgery due to dislocation and infection. Billing information shows that the liner and head were removed and replaced.